Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump shuts down automatically and the display is black. Caller stated the pump gave only an acoustic alert. No adverse event reported. Requested return of the alleged device for evaluation; customer declined.